Event description:
During pt treatment with the 3100a, the user reported difficulty in maintaining a mean airway pressure of 37 cm h20. The map was continually adjusted until it was "maxed out", then the 3100a started losing pressure. The pt was not compromised.